Event description:
Patient reported the aligners pulled off their crown. Then found out the tooth under the crown was no longer viable and had to be extracted. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.